Event description:
It was reported the patient's ipg was unable to communicate with external devices as the patient stopped charging the device in approximately (B)(6) 2017. Patient stated she had trouble charging the device and then just stopped charging. Surgery was undertaken and the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.